Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation. The distal assembly was visually inspected and biological material was discovered protruding from a hole to the tecothane approximately 1.7 cm from the cutter window. The hole was on the same plane as the opening of the cutter window. The hole was inspected under microscope and it was discovered that the hole ran parallel and in between the coils of the distal assembly. The customer's report of the distal assembly showing "bubbling" has been confirmed. According to the customer a bubble was observed on the distal tip after it was removed from the tip. There were no indications of biological embolization. It was reported the physician was attempting to penetrate the "bubble" using tweezers.

Event description:
The physician was using a hawkone directional atherectomy system to treat a lesion in the right distal superficial femoral artery. The lesion was described as calcified, fibrous with 95% stenosis. The artery diameter was noted as 5mm x 10 mm. The vessel was predilated. The device was being used in accordance with the IFU. There was no resistance during the use of the device or the withdrawal of the device after it was used. Atherectomy was completed successfully. A bubble was noticed on the catheter tip after the device had been used and removed from the patient. Nothing was seen to have embolized. The doctor tried to get inside of the bubble with some tweezers. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.